Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer treated with food for low blood glucose. Customer uses auto mode and it was automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.